Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in liquid in a lens case/vial. Visual inspection found the haptic torn, the haptic detached from the lens, and an optic piece missing. (B)(4). Work order search: no similar complaints types events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted cq2015a, +19.0 diopter, in the patient's eye on (B)(6) 2017. The lens was explanted due to the haptic being tore. There was no patient injury. Attempts at obtaining addition information have been unsuccessful.